Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. There was a reported delay to the procedure of five minutes due to this issue. Medtronic received information that the issue occurred in a spinal fusion.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that the stealth could not see the o-arm tracker on either side of the o-arm. Rebooting the system fixed the issue. There was no patient impact reported.